Manufacturer narrative:
Evaluation: method: other - complaint history review on the reported catalog number. Result: a complaint history review on the reported catalog number from (B)(6) 2010 to (B)(6) 2011 was conducted. No complaints were received with the same reported issue. Conclusions: no evaluation will be performed. No conclusion can be drawn.

Event description:
The event is reported as: the suture broke while using a capio device. No adverse patient effects reported. The patient's status following the procedure was stable.